Event description:
Per the audiologist, the pt underwent a two stage operation with two 3mm fixtures placed. The fixtures were sealed with cover screws. In 2008, during the second stage of the surgery, it was noted that one of the two fixtures (which fixture, primary or sleeper, was not reported) had not osseointegrated so that fixture was sealed with a cover screw a second time. While attaching the abutment to the second fixture, the fixture "broke" and the abutment "stuck" to the fixture when the surgeon removed it. The surgeon closed the site after the fixture loss.

Manufacturer narrative:
The type of event is addressed in the device labeling.